Event description:
The customer reported that there was a communication failure error message that caused the system to lock up. Therefore the customer is forced to reboot the system to restore operation. This could result in additional unnecessary delay and/or anesthesia. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.